Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient admitted from the emergency department at approximately 13:10 was receiving low-dose noradrenaline (5 mcg/min) for presumed sepsis and required ongoing vasoactive support due to labile blood pressure. A new ICU noradrenaline infusion bag and administration set were prepared. During setup, the infusion pump was briefly set to 10 mcg/min to clear an air bubble, then reduced to 5 mcg/min in accordance with the prescribed dose. Shortly after initiation, the bedside clinician observed that the infusion appeared to be running faster than expected. The patient subsequently developed episodes of hypertension, prompting repeated pausing of the infusion and placement of the pump into standby mode. Despite these interventions, the patient experienced acute deterioration, including severe hypertension (systolic blood pressure >200 mmhg), tachycardia, suspected seizure activity, and later hypoxia. During preparation of a subsequent infusion, it was noted that the noradrenaline bag, which was expected to remain mostly full, was nearly empty despite the pump being in standby mode and the administration set remaining clamped within the pump. The infusion pump and administration set were replaced. During the transition, the patient became profoundly hypotensive (systolic blood pressure approximately 50 mmhg), requiring vasopressor boluses and high-dose noradrenaline for stabilization. The patient¿s condition subsequently improved and was reported to be stable by the end of the shift.